Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and removed covers. Inspected door switches, adjusted door switch. Opened and closed door 12 times with no issues. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to open over the patient. Spine rep performed manual door open process and was able to open the gantry. Spine rep reported when the gantry was closed, the system displayed the gantry was open. Spine rep reported after the case, the system seemed to be functioning as intended and it was opened 4 or 5 times with no issue. Patient was present. There was unknown surgical delay and unknown impact on patient outcome.